Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure the stent dislodged. The physician had implanted a ion stent in the left anterior descending artery and was attempting to treat the very tortuous circumflex artery with a 3.0x24mm ion stent. At an unspecified time, the ion stent dislodged and migrated to the tibia. A cut down was performed to retrieve the dislodged stent. The patient status is fine.